Event description:
It was reported that there was a pump problem. Hcp was not able to aspirate 17 ml from a new pump but only got 14 ml. Warming of the pump and the use of different sized needles and syringe still only allowed aspiration of 14 ml from the pump. There were no pt issues as the pump was never implanted.

Manufacturer narrative:
(B)(4).